Event description:
The customer reported that surgeons observed metallic specks in the side port wound following the use of cannulas during surgery. According to the complaint description, the metallic particles were not identified during the procedure but were discovered during post operative review. The customer indicated that the particles were associated with the cannulas. The presence of metallic particles required the patient to return to the operating theatre for irrigation and aspiration to remove the metallic dusting from the wound. The customer confirmed that, to date, there have been no consequences to the patient as a result of the metallic specks being present in, and subsequently removed from, the patient's eye.

Manufacturer narrative:
The customer reported the presence of particles allegedly associated with the device. Photographs were provided; however, although particles can be observed in the images, it could not be confirmed that these are metallic particles or that they originated from the reported device without further evaluation of physical samples. The bvi quality assurance department conducted a thorough investigation in accordance with internal procedures. The review included the device history record (DHR), batch record documentation, manufacturing records, training records, and current process controls. All required elements of DHR 6082981 were properly completed, including documentation of manufacturing operations, signatures, and dates. The lot successfully passed all required inspections prior to release. Additionally, no process deviations, quality notifications (qns), capas, or change controls that could impact the finished product were identified during the review. The applicable risk management documentation was also reviewed. The potential failure mode related to shedding particles is already documented and adequately addressed through existing process controls. Based on this review, no updates to the risk management file or manufacturing controls are required at this time. Based on the available information, the reported issue could not be confirmed and the root cause could not be determined. Should additional information or product samples become available, the investigation may be reopened and updated accordingly. The complaint has been documented and will continue to be monitored as part of routine complaint trending activities.